Event description:
Boston scientific received information that a red alert was received from this system due to out of range defibrillation impedance measurements. This lead is a single coil lead and it was reported that impedance has typically been in the 90 ohm range. A boston scientific sales representative stated that there was only one out of range measurement revealed and the physician will continue to monitor the situation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that the red alerts for high shock impedance measurements were still being generated. The caller confirmed the measurements have been stable. The caller was just trying to determine how to minimize the red alerts that are coming through on the weekends, etc. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant confirmed a shocking impedance measurement of 137 ohms and reviewed troubleshooting that could be performed. No other adverse events have been reported. This product issue will be updated if additional information is received.